Event description:
Per echo cr-t adverse event report form, this lead exhibited loss of sensing one month post implant. A chest x-ray showed that this lead had recoiled back into the device pocket. Since the patient was randomized to crt off, this lead will not be revised and remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.